Event description:
The pt fractured his clavicle in a bicycle accident. The pt was large, approx (B)(6), with a comminuted fracture. The pt¿s clavicle was fixed with a sonoma orthopedics intramedullary pin. The pt was active postoperatively, including bicycle riding, soon after surgery. The doctor stated that he noted shifting in the fracture at a follow-up visits. At 6-8 weeks post-op the doctor stated that he could see that the implant was broken. The implant was removed in a follow up surgery. The doctor stated that he believes the sonoma pin failed and contributed to the need for a second operation.

Manufacturer narrative:
The sonoma orthopedics crx IFU contraindicates ¿pts with high level of activity, who are not willing to modify activity level, if needed, to comply with postoperative rehabilitation.¿ it also warns ¿it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established.¿ and that ¿the patient must be warned that noncompliance with post-operative instruction could lead to loosening or breakage of the implant, and/or possibly migration, requiring revisional surgery.¿ sonoma orthopedics was initially made aware of the broken hardware by one of its sales rep on (B)(4) 2012. The representative stated that the pt was highly non-compliant and maintained a high level of activity postoperatively before bony union was established. On (B)(4) 2012, the failure was evaluated for the need of an MDR. It was determined that pt non-compliance, not a deficiency in the hardware was to blame and no MDR was filed. On (B)(4) 2012, we spoke with dr (B)(6) he recounted the case, confirmed that the pt was active post operatively, but stated he believed the sonoma implant failed and contributed to the need for a second operation. Due to this new info the complaint was re-evaluated, and it was determined that an MDR should be filed. Sonoma orthopedics contraindicates for non-compliant pts that have a high level of activity and who are not willing to modify activity levels until healed. (B)(4) distributes removal kits as an aid to the removal of its temporary fracture repair implants. This MDR is solely attributed to knowledge of a removal through the order of a customer removal kit.